Event description:
Boston scientific crm received information that this device had reached elective replacement indicator (eri) and was explanted. Eri was reached with a monitoring voltage of 2.47 v associated with a charge time of 14.8 seconds. It was alleged the device had depleted prematurely. This device is included in the april 5, 2007 shortened replacement window advisory population. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.